Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, its been about four weeks since then she can¿t see close up. And looking away which was never a problem seems to be the worse. Everything she look at appears to have a film over it. She can¿t drive especially at night. She cant see watching her grandchildren play sports. Additional information has been requested. There are 2 files associated with these events. This file belongs to the right eye.